Event description:
Because of clonical obstruction, the small bowel was run under laparoscopic visualization. Clamps were used to grasp and stabilize the small bowel in standard fashion. This resulted in perforation of the small bowel at multiple clamp sites before this problem was realized. The pt was opened to reveal perforation at essentially each clamp site. These required individual closure; allowed some spillage and significantly prolonged hospitalization, recovery and risk of complication.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.